Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump time and date were incorrect after a pump reset. Customer's blood glucose level ranged from 300-304 mg/dl. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and the customer corrected the time and date and resumed insulin therapy.